Event description:
The reporter stated that the device user had passed out. The device was used to check his glucose and the reported result was 105 and 158mg/dl. Emt's were called and they checked the person's glucose on the emt's device with a reported result of 37mg/dl. The person was given d50 and taken to the hospital.